Event description:
Consumer complaint of erratic blood results. Expected fasting blood glucose test result range is 96 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication and insulin to manage diabetes. Comparing blood glucose test results from trueresult meter to another undisclosed meter. Back to back blood test produced results of 476mg/dl on trueresult meter and 130 mg/dl on other meter. Verified storage of test strips is not within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 11/13/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 476mg/dl, (B)(6) 2015, 09:12pm; 91 mg/dl, (B)(6) 2015, 09:14pm; 101mg/dl, (B)(6) 2015, 08:31pm; 300mg/dl, (B)(6) 2015, 06:35pm; adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.